Manufacturer narrative:
Philips investigated the complaint. The philips field service engineer (fse) inspected the system onsite and found that the suite computer was unable to boot. During troubleshooting, it was found that the application on the suite pc did not start. To resolve the issue, the fse reinstalled the operating system and application, after which the system was tested with samples and confirmed to be functioning correctly. After that, the system was returned to the customer in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's suite computer was unable to boot, preventing a full system boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.